Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had rewind anomaly. Customer's blood glucose at time of incident was unknown. The customer state that the current device intermittently not rewind when prompted. The customer was advised that we are unable to troubleshoot the rewind anomaly. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.